Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, de novo in the distal circumflex. Reportedly, following deployment of a non-abbott stent, the 3.5 x 8mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured during first inflation at 14 atmospheres. Resistance was felt during advancement due to heavily calcification. Minor resistance was felt during retraction of the device due to another device. Another nc trek balloon catheter was used to complete post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed. However, the inner member was separated at the middle portion of the proximal marker. The reported resistance during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.